Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 113 mg/dl at the time of the incident. Customer stated that she was in the gym playing volleyball and when she was bolusing, she used the up button and the numbers kept scrolling. Customer took the battery out and when she placed it back in, she received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.